Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their dxc 600 pro clinical chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for one (1) patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro clinical chemistry analyzer and identified the failure mode as hardware. The fse replaced the carbon bridge and calcium electrode to resolve the issue. Fse cleaned the dirty flowcell and verified analyzer resumed normal operation. Age or date of birth, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).